Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and the patient exhibited a pre-syncopal episode and dizziness. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.